Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no sensing measurements, no threshold measurements and pacing impedance measurements greater than 2500 ohms on the left ventricular (lv) channel. Additionally, low sensing measurements, low pacing impedance measurements and high threshold measurements were noted on the right ventricular (rv) channel. The clinical observations were noted after the patient underwent a procedure to implant a left ventricular assisted device (lvad). A revision procedure was performed and the lv lead was found to have been severed during a previous procedure to implant the lvad. Both leads was removed from service without further incident. No additional adverse patient effects were reported.